Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted in 2022, however, due to repeated infections on top of the received, the recipient was not able to wear the audio processor. Therefore, decision to explant the device was made. Hearing performance also degraded as the child was not able to use the audio processor. Furthermore, the recipient was treated with IV antibiotics and daily wound site dressing. However, for type of infection it was mentioned by surgeon as bacterial biofilm formation. The recipient has been explanted.

Event description:
The recipient was implanted in 2022, however, due to repeated infections on top of the receiver, the recipient was not able to wear the audio processor. Therefore, decision to explant the device was made. Hearing performance also deteriorated as the child was not able to use the audio processor. The recipient has been explanted.

Manufacturer narrative:
Additional information: in-situ measurements point to a functional implant. This is as expected as the device was explanted due to recurrent skin flap infections. Cultures showed a significant growth of methicillin sensitive staphylococcus aureus. Review of device sterilization records show that the device has been subject to a valid sterilization process. Thus, it is unlikely that the device was the cause of the infection, however its contribution to its severity cannot be ruled out.